Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) patient presented with nonsustained vf. Following end of charging sequence, patient experienced asystole followed by > 2 second pause.